Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient receiving gabalon (concentration: unknown, dose rate: unknown) via an implantable pump for cerebral palsy (torsion dystonia). It was reported that the event was obtained from a slide at the time of a lecture meeting. Facial pallor (not severe), nausea (not severe), and cerebrospinal fluid leakage occurred. The severe classification was not entered, but because a shunt procedure was performed it was classified as 3. One month after implantation, 200 cc of cerebrospinal fluid (csf) accumulated around the pump pocket. The fluid was drained through a weekly puncture; however, 500 cc accumulated after 2 months. Catheter entanglement was repaired, but it recurred again after 3 months. The issue was treated by shunt formation. The causal relationship of the csf leak was unrelated to the drug and programming. It was noted as being unknown if the csf leak was related to the catheter or procedure. The causal relationship of the nausea was unrelated to the pump and programming. It was noted as being unknown if the nausea was related to the catheter or procedure. The causal r elationship of facial pallor was unrelated to the pump and programming. It was noted as being unknown if the facial pallor was related to the catheter or procedure. The date of the event was unknown.

Manufacturer narrative:
Product ID neu_unknown_cath lot# unknown serial# implanted: unknown explanted: unknown product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.